Manufacturer narrative:
Lot# 7279718, medical device expiration date:7/31/2018, manufacture date: 10/6/2017. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed. Draw testing of the customer samples was performed and all tubes drew within the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfilling with the incident lot was not observed. Further investigation has been initiated through a CAPA. (B)(4) the investigation is still on-going and improvements will be made as the potential causes are identified.

Event description:
It was reported that the (B)(6) is experiencing the situation of over filled bd vacutainer® buffered sodium citrate blood collection tubes. No serious injury or medical intervention reported.